Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 04/2027) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a thrombectomy and atherectomy procedure, upon removing the catheter from the package, the helix of the catheter was allegedly stretched and would not reinsert into the catheter. The procedure was completed using another device. There was no patient contact.

Event description:
It was reported that prior to a thrombectomy and atherectomy procedure, upon removing the catheter from the package, the helix of the catheter was allegedly stretched and would not reinsert into the catheter. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter was received for evaluation and a physical investigation was performed for the catheter. During physical investigation, the catheter was received with the tip peeking out 0.5 cm. The test guide wire passed through the catheter without any resistance until the metal gear wheel. After running in the water aspiration test performed and lower than nominal aspiration level was achieved. Afterwards the catheter was cut opened, and the helix was found stretched from 0 to 1.5 cm from the tip of the catheter. Therefore, the investigation is confirmed for the reported stretch/deformation of the helix issue. A definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device) h11: d4 (unique identifier (UDI) #), h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.